Manufacturer narrative:
Product ID a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative regarding a patient receiving intrathecal baclofen. The indication for use was not reported. It was reported the clinician programmer displayed service code 112 (pump memory error. Infusion settings are invalid. Re-enter infusion settings). It was also reported that the clinician programmer did not keep the flex steps in chronological order. The report showed: step 1: 12:00 a.m. ¿ 12:05 a.m. Step 2: 4:00 a.m. ¿ 4:05 a.m. Step 3: 12:00 p.m. ¿ 12:05 p.m. Step 4: 8:00 a.m. ¿ 8:05 a.m. Step 5: 4:00 p.m. ¿ 4:07 p.m. Step 6: 8:00 p.m. ¿ 8:07 p.m. No further complications were reported. Additional information was received. The patient was receiving baclofen (2,000.0 mcg/ml at 1,107.6 mcg/day). It was stated the patient experienced an increase in spasm ("overstretch a lot") and a temperature increase. It was stated there was a questionable relationship with the event, as the hcp detected a urinary tract infection and prescribed amoxicillin. The cause of service code 112 could not be determined. It was stated it was plausible that there was a relationship between the pump memory error and the application/reports, but the exact root cause of the flex steps not being in chronological order was unknown. The infusion settings were reprogrammed on (B)(6) 2019 and the pump was updated. The logs were checked and there were no anomalies. It was stated the issue was resolved. As of (B)(6) 2019, the patient was doing well and no longer suffered from severe spasms. A session report from an interrogation on (B)(6) 2019 indicated a pump memory error occurred. The report indicated that at the beginning of the session, the reservoir volume and primary drug block only showed "- - - - -." It was stated the tablet was used to interrogate the pump prior to (B)(6) 2019. Additional information was received. The pump was implanted on (B)(6) 2015. Additional information was received. On (B)(6) 2019, the flex dose was adjusted based on current complaints. There was a lot of spasms and unrest from 4 pm until the patient fell asleep exhausted in the evening. It was stated the nights varied; two good nights thereafter some very moderate nights. It was agreed to change the boluses to 6 per day based on complaints and problems. On (B)(6) 2019, it was indicated friday ((B)(6) 2019) and saturday ((B)(6) 2019) went reasonably well. However, saturday evening and night it went very badly. The patient had been continuously very spastic since then. The patient struck themselves until they started bleeding, there was serious (over)stretching with a hollow back, and high temperature of 39.8 degrees (celsius). There was no sweating. It was stated the morning of (B)(6) 2019, after bathing, the patient's temperature dropped to 38.6. The patient's mother thought the patient reacted violently to the change in bolus delivery. It was then stated the patient always responded slowly to changes (slow metabolism) and antibiotic treatment also took some time. An infection was not thought of; the patient was 3 weeks free from a urinary tract infection (uti). It was reported normally the temperature always dropped after such a peak. The patient's mother wanted the infusion mode to be brought back (to the old setting). The hcp stated it was important that a focus on infection is first ruled out. The general practice center contacted the hcp and requested adjustment of the pump. The patient then visited the center. Red blood cells and leukocytes were seen in urine, which was the reason for starting augmentin. A uti was diagnosed. The patient's parents were again doubting the pump filling, and questioned if an incorrect pump filling could have been done in january, but ultimately did not think there was a relationship. The hcp did not have a reason to believe this was withdrawal, but if the parents wanted to have this excluded, it could be checked. The parents indicated the patient behaved differently; even with a uti the patient did not normally respond this way. They had never seen the patient so spastic with a uti. The parents related the increase in spasm to the change in infusion mode on (B)(6) 2019. No reservoir check was done in the consultation. It was stated the risk did not outweigh the story of a reasonable situation for a few weeks without these problems, then real problems as of (B)(6) 2019. Reprogramming took place, back to 4 boluses, as was usual. The basal rate was left the same. The hcp stated they could not explain the patient's reaction or assign it to the change in infusion mode. It was also stated there was initially telemetry failure, making the infusion mode not visible (see initial report of service code 112). There was no motor stall error, just the telemetry error, and no serious notification. On (B)(6) 2019, the patient's mother reported the patient was doing well again, and was no longer suffering from serious spasms. They were as usual again.